Event description:
The hospital reported the pt underwent a procedure and returned to the e.r. The next day. It was discovered the pt had sustained uterine perforation and bowel injuries. The pt was admitted to the hosp for a hysterectomy and colostomy. The pt will require additional surgery, but has since been discharged from the hosp without further incident.